Manufacturer narrative:
Upon return of the faradrive sheath was returned with the dilator still inserted. The sheath was evaluated for functionality and observed to be able to deflect as designed. The dilator was inspected under microscope and found the tip of the dilator to be damaged, causing part of the tip to be pushed back and flattened. This defect could have affected the performance of the dilator if it was used. The inner diameter of the dilator tip was measured to be 0.035", which is still conforming to design specification, but the tip was partially blunted and could have affected the performance of the dilator.

Event description:
Reportable based on analysis completed on 06aug2024. It was reported that the dilator for a faradrive steerable sheath after opening, was examinate and found dilator tip bent. To solve the problem a new sheath was opened, and the procedure was completed without patient complications. The device is expected to be returned. However, analysis of the retuned device revealed that the dilator tip was pushed back and flattened.